Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The data log could not be retrieved and functional testing could not be performed because receiver was unresponsive. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.